Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited scratches on the tip metal section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely stress problems that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.